Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from rep indicating that device is still in use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that manufacturer representative (rep) states the patient's battery drained faster than anticipated, which may be do to "impedance issues". This was discovered today. Technical services reviewed placing parameters in demo mode on the dbs tablet to determine battery longevity. Caller called back and noted they are planning on replacing implantable neurostimulator (ins) today with rechargeable ins. Caller confirmed what was stated in the previous call where one lead has all contacts showing 4-6k ohms and the other lead has at least one contact pair with an impedance issue. Agent and caller discussed recharge intervals. Caller noted pt's current ins depleted quicker than expected. Agent sent battery spec document to caller.

Event description:
Additional information received from rep indicating that cause of impedance remains unknown but patient does not plan to remove any currently implanted device at this time as they are still receiving therapeutic benefit and will not get device removed until benefit is effected.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.